Event description:
Procedure type: sleeve gastrectomy. As reported in literature: one hundred eighteen patients with mbi } 30 underwent laparoscopic sleeve gastrectomy. From (B)(6) 2006 to (B)(6) 2009, one hundred eighteen patients with bmi } 30 underwent laparoscopic sleeve gastrectomy. The study notes that the laparoscopic autosuture staplers from both covidien and ethicon were used in the study. Postoperative leakages were identified in 4 patients (3.39%). All four patients had leakage from the eg junction. One of the leaks resolved with conservative treatment of nothing by mouth and intravenous nutrition. Two patients required reoperation for fistula exclusion and partial lung resection. One patient required reoperation for drainage of abscessed feeding jejunostomy. All four patients required prolonged hospital stay. Reinforcement material was not used in this patient group. Patient with an eg junction leak, reoperation for fistula exclusion and partial lung resection.

Manufacturer narrative:
(B)(4).